Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date is estimate. Literature attachment: recreating the crime scene: three-dimensional model to analyze the mechanism of orbital atherectomy-related coronary perforation.

Event description:
A 77-year-old woman with hypertension and diabetes had severe aortic stenosis and calcified stenosis at the proximal left anterior descending artery (plad). The patient underwent transcatheter aortic valve implantation (tavi) and orbital atherectomy (oa). During the procedure, intravascular ultrasound (ivus) revealed a large calcified nodule from the distal left main to the plad. Oa was performed, but the patient developed severe hypotension due to a perforation at the plad, leading to cardiac tamponade. Despite attempts with balloon tamponade and covered stent implantation, hemostasis was not achieved. Emergency open heart surgery was performed, including tavi explant, bentall procedure, and coronary bypass. The patient recovered and was discharged 9 days later.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, and related low blood pressure, hospitalization, cardiac tamponade and surgical intervention appears to be related to operational context. In this case it is likely that the reported patient perforation of vessels, and related low blood pressure, hospitalization, cardiac tamponade and surgical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A 77-year-old woman with hypertension and diabetes had severe aortic stenosis and calcified stenosis at the proximal left anterior descending artery (plad). The patient underwent transcatheter aortic valve implantation (tavi) and orbital atherectomy (oa). During the procedure, intravascular ultrasound (ivus) revealed a large calcified nodule from the distal left main to the plad. Oa was performed, but the patient developed severe hypotension due to a perforation at the plad, leading to cardiac tamponade. Despite attempts with balloon tamponade and covered stent implantation, hemostasis was not achieved. Emergency open heart surgery was performed, including tavi explant, bentall procedure, and coronary bypass. The patient recovered and was discharged 9 days later.